Event description:
Clip did not deploy upon removal of stylette. Nurse did not dispose of needle right away. While nurse was gathering up and disposing of supplies, she was stuck with the introcan stylette in the palm of l hand below the index finger. Pt positive for hepatitis c. Product was discarded into a filled sharps container. The user facility declined to provide additional information on the status of the employee's bloodwork.